Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after experiencing pain. Upon examination, perforation by the atrial lead and pericardial effusion were noted. The lead was explanted and replaced. The patient was fine after the event.